Event description:
Baxter received a report from a physician of leakage found during filling the solution after priming. The transfer set was used for about 180 days. The tip of the spike got broken when the transfer set was set onto the cleanflash to connect with the uv disconnect kits. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: received one used set (no titanium adapter received) into the lab in reference to cracked/broken. The set was visually inspected and it was noted that the spike was broken completely off at the base of the spike. There were no other visual defects noted. The complaint was confirmed in the lab for broken.